Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. Reportedly, the battery gauge was at 100% and when the pump was plugged into a power source to be charged, the gauge displayed 5%. It was confirmed that the customer had a backup method of insulin delivery available. There was no impact to the customer's blood glucose level.